Event description:
It was reported that an external fluid leak was observed from the "connection near the effluent pod" of a prismaflex st150 set during continuous renal replacement therapy. The set had been is use for 57 hours and the leak created a "moderately sized puddle". There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.